Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Buried bumper and ulcer are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced vomiting dark substance and bleeding in the stool. On (B)(6) 2021, the patient went to the hospital and was diagnosed with bleeding in the "gut area". An endoscopy and CT scan revealed that the patient's tubing was lodged into the stomach wall and caused an ulcer. On (B)(6) 2021, the tubing was removed and the patient received a temporary gastric tube for medications and feeding. On (B)(6) 2021, a repeat endoscopy revealed that the ulcer was not healed and the temporary gastric tube was removed.